Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups and 5 volt power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would shut down without command, after running for approximately 5 minutes. There is no report of death or serious injury.